Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The pump was unable to perform prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. No button error alarms were noted. No blank display was noted during testing. The pump was received with missing end cap sticker.

Event description:
The customer reported via phone call of low blood glucose readings, button error and blank display from the insulin pump. The customer's blood glucose reading was below 25 mg/dl. The customer treated the low readings with glucose tablets. The customer stated that she had a button error on the pump and she took the battery out and there was a blank display. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.